Event description:
Reporter alleged blood glucose measured 424 mg/dl back to back with a result of 122 mg/dl, when testing was performed within 10 mins of each other. Customer stated, when running controls previously, the solution was within acceptable range, however, could not provide the values rec'd. No other actions or treatment was reportedly rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.